Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that prior to a lap nephrectomy, the device was test cycled twice. During second test cycle, active pad tip fell off. Unsure if device was reprocessed.